Event description:
Customer states that during prime process the insulin begins to spray out of the tubing which caused a loose drive support cap alarm. Customer attempted to prime several times and the same malfunction occured. Customers blood glucose was 497 mg/dl which customer treated with a manual shot. After troubleshooting, customer was advised that insulin pump would need to be returned. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a broken reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.